Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient developing an access site bleed during use of the device. A hematoma formed and required evacuation and surgical repair to close the site.